Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the unit booted to an error and further noted that it had an additional post error as well. It was attributed to the nylon standoff being broken and the nylon standoff was replaced to resolve. It was then verified that the issues were resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer was unable to boot up, that it generated an error. It was further reported that this unit had just very recently been received back from service. The programmer was returned for service. There was no patient involvement.